Event description:
Reference number (B)(4) event occurred in the united states. It was reported that on (B)(6) 2026 the patient had improved movement with foscarbidopa/foslevodopa subcutaneous infusion, but continued to experience off periods with dyskinesia related rate adjustments, intermittent swallowing difficulty with stable weight, weekly falls requiring a walker, injection site reactions including prior cellulitis improved with hydration, hospitalization for a kidney stone with two emergency room visits, and increased dreaming. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.